Event description:
It was reported that the user experienced persistent hyperglycemia with blood glucose reaching a high of 373 mg/dl, despite receiving automated correction doses and entering meal announcements. It was discovered that the user was using multiple meal entries as corrective actions, which the agent advised could interfere with algorithm performance. There were no site leaks, bleeding, pain, or unresolved insulin delivery alarms, and the user elected to administer a subcutaneous insulin pen correction while disconnecting the system for two hours as instructed. Symptoms included elevated blood glucose and tiredness. Outcomes included no reported injury, no medical intervention beyond user-administered subcutaneous insulin, and no hospitalization. Investigation included technical troubleshooting with education and a review of system data. Investigation of this case revealed inappropriate use of meal announcements for correction and user technique concerns, with device function not inconsistent with design when used as directed. It was concluded that user technique contributed to hyperglycemia, and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.